Manufacturer narrative:
Manufacturer ref# (B)(4) this MDR submission is being filed to report the product analysis results for the returned device. The embolic stent was found kinked and the findings meet u.s. FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg the device was returned to j&j medtech for further evaluation. A non-sterile galaxy g3 mini 3mm x 8cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The embolic coil was inspected under magnification, and multiple kinks were noticed at the proximal end of the embolic coil. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding the impeded coil is confirmed. The damages observed in the coil could be the result of the impeded condition experienced during the procedure. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil damage. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a coil embolization, the galaxy g3 mini 3mm x 8cm coil (glm930080/1742522s) was impeded in the proximal of the microcatheter (non-j&j) and could not advance any more. The physician only retracted the coil alone and switched a second galaxy g3 mini 3mm x 8cm coil (glm930080/1742522s), and the second coil had the same issue. The physician only retracted the second coil alone and switched a third coil (non-j&j) to complete the procedure. The microcatheter was not replaced. There was no patient injury reported. Additional information received confirmed that there was no patient injury was reported in association with the events. The procedure involved the use of a microcatheter from another manufacturer. Other devices were successfully used before and/or after the reported resistance. The target vessel was the internal carotid artery. Relevant anatomical details were not available. During the procedure, resistance was noted at the mid-section of the microcatheter. Continuous flushing was maintained, and the introducer tip was properly connected to the microcatheter hub and secured with the rhv during device advancement. Based on the product analysis of the device received, the embolic coil was kinked.